Event description:
It was reported that the 9900 had intermittent problems with the lift column going down. No patient injury was reported.

Manufacturer narrative:
The service rep replaced both the power supply and the power motor relay board.